Event description:
The light carrier cord for the facelift retractor, without the handheld piece attached, fell from the mayo stand, while the light was still on 100%. The cord fell onto the drapes over the patient's abdomen resulting in a 1 mm burn hole in the drape. The patient's skin was not burned and there was no injury as a result. The facelift retractor and cord do not give any warnings when overheated or when the device has not been in use for a specified period of time.